Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to the pump's basal rates being too low in the morning. Customer consumed glucose tablets to address the low bg. Reportedly, the customer corrected the pump settings and resumed insulin therapy.